Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device discarded.

Event description:
The neurosurgeon called me to tell me that our ¿shunts do not work¿. He said that they ¿stop flowing¿. He initially implanted a programmable valve in the patient on (B)(6). Sometime between then and (B)(6), he explanted this valve since he felt it stopped flowing. Then, he implanted a fixed pressure 100mm valve then, a 70mm valve. He said they all stopped flowing. He was very short with me and provided very little detail. All devices discarded. Per rep: "the patient had to have two revisions. The doctor simply said was alert initially but after a period of time (since the valves stopped flowing), she was no longer alert. I don't believe there was a delay over 30 minutes."